Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product fr660su - act disposable trephine d4mm w/ejector. According to the complaint description, there was a broken part noticed during a surgery. The piece of the trephine was approximately 5mm in length and broke off inside the patient. Using arthroscopy, the fragment was removed and the surgery was completed. An x-ray was not taken. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h3 - yes, evaluation h6 - codes updated. Investigation results: visual inspection: during the investigation procedure it could be determined that the working end of the device is broken. The breakage surface shows no abnormalities like blow holes or foreign material inclusions. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the investigation results, a definite root cause cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. The following can be mentioned as an informational note: one of the main root causes of this error pattern (breakage) is an excessive overload of the instrument, especially in hard bones. Excerpt from instructions for use (IFU: ta013023 2023-12 change no. Ae0063720): "caution - breakage/deformation of the trephines caused by excessive overload, especially in hard bones! - avoid excessive bending or torsion at the trephine tip while impacting the trephine and loosening the bone-cartilage cylinder." Based upon the investigation results, a CAPA is not required.